Event description:
The customer was performing maintenance on the cell-dyn sms analyzer and stuck his finger on a needle while removing the spinner for cleaning. The customer stated that the severity of the incident was at a scratch level. The customer washed the wound and went to the hospital. The customer was vaccinated and was tested for infectious diseases.

Manufacturer narrative:
An investigation was performed on the cell-dyn sms analyzer (list number 5h29-01) and determined that it was functioning as intended. The customer was referred to the cell-dyn sms operator's manual and was instructed to remove the needle when performing maintenance on the analyzer. The cell-dyn sms system operator's manual was reviewed and was determined to contain adequate instructions regarding warnings and maintenance of the analyzer. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency. This is the final report.